Event description:
As reported via the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, post deployment of the first edwards sapien valve the patient was noted to have 2 jets of 2+ paravalvular leak (pvl). While the operators were prepping, the 2nd sapien valve the patient experienced qrs widening, left ventricle (lv) began to flutter, and the patient crashed. The patient was placed on a pump. A second valve was placed which reduced the pvl to trace/1+. According to the case summary, the first 26mm sapien valve was positioned and deployed in a 50:50 position. The echo showed 2 jets of 2+ pvl and the team decided to place a second valve more aortic than the previous valve. While the operators were preparing the 2nd 26mm sapien valve the patient's qrs waves began to widen, the lv began to flutter, and the patient crashed. The operators opted to go on pump. The second valve was placed 60:40 aortic and the ai was reduced to trace (1+). When the sheath was removed, and the sutures pulled to close to hole in the apex, there was an lv tissue tear. There was a significant bleed that then had to be managed. The operators managed the patient's hemodynamics and fragile lv well. The end result was the patient was stable and doing fine.

Manufacturer narrative:
This patient was noted to have severe aortic valve and leaflet calcification. Prior to deployment of the first sapien valve, the image intensifier angle, and the coaxial alignment of the delivery system and valve, were reported to be good. During deployment, ventilation was held and, there was no loss of pacing capture. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician¿s training manuals instruct the physician on the proper steps and techniques for successful valve deployment. The physicians are also trained to consider patient factors such as, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include sub-optimal image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. Additionally, the tavr patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. As a result, events such as, electrical disturbances (in this case, lv flutter) leading to cardiovascular collapse can occur in these patients during procedure. In this case, the root cause of the reported pvl event, as discussed by the operators, appears to be from the severe calcification of the native aortic valve and leaflets. In addition, this frail aged patient has a poor lv, and has prior CABG which may have caused or contributed to his cardiovascular collapse. The event was resolved and there is no documented evidence of valve malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.